Event description:
It was reported that during preparation of an ht command 18 st 10cm guide wire (gw), the package was opened when it was noted that there was a film on the guide wire as if there was loose hydrophilic coating. Two additional ht command 18 guide wires from the same lot were opened and the same issue was noted on those guide wires as well. The guide wires were not used for the procedure and all three were discarded. There was no patient involvement and no clinically significant delay in the procedure. New ht command wires from a different lot were used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two ht command guidewires referenced in b5 are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Factors that may contribute to a thin film on the guide wire prior to use include, but are not limited to, contamination incurred during manufacturing, improper storage at the account, and/or contamination incurred due to handling. In this case, the account returned two unused sterile united from the same part/lot. The examination of the returned units determined there was no contamination or anomalies on the devices. It is possible that contamination due to handling, when removing the devices from the packaging, may have contributed to the thin film reported; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported contamination. There is no indication of a product quality issue with respect to manufacture, design, or labeling.